Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the cgm reading was 222 mg/dl, she did not feel good, and was dizzy. She lost consciousness and her son called the paramedics. Upon their arrival her cgm showed 200 mg/dl and bg was 25 mg/dl so they administered an unspecified glucose medication and IV fluids. She regained consciousness, recovered at home. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.